Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device has not been returned for evaluation. It was reported that the device did not deliver a shock during a patient event. The event description in the reported incident appeared to be consistent with the device recognizing a non shockable ECG rhythm and functioning normally. Based on the information provided, there is no evidence to suggest that the device responded inappropriately or was incapable of delivering therapy. Based on the limited information, no risk of harm to the patient is apparent. The device prompts to perform CPR when a non-shockable rhythm determination is rendered from an analysis. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "no shock advised" prompt for a heart rhythm they believe was shockable. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Please reference medwatch report 1220908-2019-04159 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Please reference medwatch report 1220908-2019-04159 for a similar event reported from the same customer.